Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned.

Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloaded to pump. No pump error 23 alarms noted during test. However, confirmed pump alarmed pump error 23 on (B)(6) 2024 08:55:11.000 in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. Pump passed required testing and no pump error 23 alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.